Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that on (B)(6) 2016 that patient had a sudden loss of therapy while he was sleeping. The patient¿s left arm was shaking. No falls, trauma, or emi were reported to be related to the issue. Troubleshooting could not be performed as the patient did not have access to his patient programmer. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.